Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire/stylet is inconclusive as the alleged product was not returned for evaluation. One 5.0 fr microintroducer, one 12 ml syringe, one statlock in a sealed bag, one 20 g IV introducer needle, one paper measuring tape, one safety scalpel, two end caps, and one guidewire hoop were returned for evaluation. An initial visual observation showed no use residue on the returned samples. The guidewire hoop was found to be empty and was missing a tip straightener. Because no guidewire or stylet was returned for evaluation, the complaint of a damaged guidewire/stylet is inconclusive at this time. A lot history review (lhr) of recv1253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the material during the procedure, it was observed the tip was crooked. When trying to take the guidewire, it was observed resistance on removing it, when the guidewire was removed completely, it was noticed its tip was damaged. It was requested other catheter and the catheter damaged was separated for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the material during the procedure, it was observed the tip was crooked. When trying to take the guidewire, it was observed resistance on removing it, when the guidewire was removed completely, it was noticed its tip was damaged. It was requested other catheter and the catheter damaged was separated for evaluation.